Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had fluid loss. The cuff was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The cuff was visually inspected, and leak tested. The visual test found that the cuff had two tears from sharp instrument damage at the cuff tab. Leaks were identified. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of fluid leak was unable to be confirmed.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had fluid loss. The cuff was explanted and replaced. No patient complications reported.